Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was caused by wear dislodging material while the use of the device over a period of time or caused by external forces. Identification of the material was confirmed to be a rubber-like material. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the ultrasonic gastrovideoscope had black foreign matter coming out of the channel when a cleaning brush was passed from the suction cylinder to the distal tip. The reported issue occurred during reprocessing of the scope. The procedure was subsequently completed with the same device after inspection. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation, no foreign matter or abnormalities were observed. Given the context of this allegation, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels, ensuring the button is pushed in one step and is pushed all the way down. The customer confirmed that an unspecified cleaning solution is used to submerge the endoscope. The customer indicated that there was an issue with an unspecified accessory used to reprocess the scope. Further information has been requested to clarify this statement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.